Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is receiving inaccurate sensor readings. Patient has not taken a reading in over a year, and is now getting readings in the negative range. Reportedly the patient had undergone a heart transplant. As a result, a recalibration may be pending.